Manufacturer narrative:
Result of investigation: vyaire field service went onsite confirmed issue with the ventilator. Confirmed motor fault issue and determined device battery is not working properly. As a resolution, battery were replace and the device is working properly. Ran ventilator for 30 minutes with no issues device is within specifications via OEM (original equipment manufactured). The device is to be placed back in service.

Manufacturer narrative:
H10 - vyaire field service went onsite was able to confirmed the device reported problem motor fault. As a resolution turbine and tubing were replaced. However, device still showed vent inop (ventilator inoperable) and motor fault. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable) during transport of a patient. The customer confirmed that there was no patient harm associated with the reported event.